Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 306547 batch # unknown. It was reported by customer that missing all printed information on the barrel of 10ml prefilled syringes. Verbatim: rcc received a complaint via email. 10ml prefilled normal saline syringes stocked in supply cart missing all printed information on the barrel. No identification of solution, syringe markings, lot number, expiry, etc. Printed on the barrel. Nurse went to flush IV line and noticed the absence of markings on the barrel. Item - 306547.

Event description:
Additional information received there was no harm to the patient, issue noted prior to use. Material # 306547 batch # unknown it was reported by customer that missing all printed information on the barrel of 10ml prefilled syringes. Verbatim: rcc received a complaint via email. Email(s) attached 10ml prefilled normal saline syringes stocked in supply cart missing all printed information on the barrel. No identification of solution, syringe markings, lot number, expiry, etc. Printed on the barrel. Nurse went to flush IV line and noticed the absence of markings on the barrel. Item -(B)(4).

Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported the prefilled syringes are missing all printed information on the barrel. To aid in the investigation, nine samples in sealed packaging flow wraps were received for evaluation by our quality team. A visual inspection was performed, and the syringe barrels do not have the labels. No other defects or imperfections were observed. This defect could occur if there was a jam during the syringe barrel labeling process. The samples will be shown to associates for awareness. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.